Manufacturer narrative:
On 10-jan-2017, a field service engineer (fse) was dispatched to the customer facility to address the reported event. Fse found a problem with the turntable home sensor that was not changing state at the sensor board. The fse replaced the turntable home sensor and the nozzle assembly. Fse then set all positions in compound action, tested a sample for all robotic positioning, and aligned the turntable home position using sample camera and home sensor. The aia-360 was working as intended. No further action required by fse. A complaint history review for serial number (B)(4) was conducted from 01-dec-2015 through 31-jan-2017 for similar complaints. There were four (4) additional complaint reported during this period which was similar to the present issue: bent sample probe. Total similar events = 5. This report is being submitted due to a retrospective review conducted under CAPA-(B)(4). Most likely cause for this event was due to a bent nozzle assembly and turntable home sensor failure.

Event description:
On (B)(6) 2017, a customer reported issues with bent sample problem with the aia-360 instrument. The customer was unable to run samples and requested service to address the reported event which resulted on delayed report for ck-mb and myoglobin. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed in reporting of ck-mb and myoglobin patient results. There is no indication of any patient impact or adverse health consequences due to the delay of reporting patient results.